Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers usb cable was damaged. Customer¿s blood glucose level was not impacted. Customer reported no issue with the pump.